Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen was real dark. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had diminished battery life and did not always communicate with meter. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed self-test, a21 error test and displacement test. No unexpected missing segment/partial/black display anomaly, low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device was also programmed with test glucose meter. Device communicated properly and recorded the 93 mg/dl value properly from glucose meter. (B)(4).